Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot number 35576ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Labeling was reviewed which adequately addresses the current issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide field data. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Based on all reviewed data, we conclude that there is no product deficiency with the alinity I stat high sensitive troponin-I assay identified in this complaint.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient. Sid (B)(6) generated an initial result of 28.5 ng/l (normal range is <17). The physician questioned the result and thus had another sample drawn for testing. The subsequent sample was sid (B)(6) and the result was <2 ng/l. No impact to patient management was reported.